Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced micro dislodgement during routine follow-up. This rv lead was revised successfully and remains in service. No adverse patient effects were reported.